Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer reported via a manufacturer representative that the patient was charging 2-3 times a week where they used to charge once a week. When the patient had two percutaneous leads with lots of different programs, they recharged the ins approximately once a week. Now with a surgical lead and almost the same programs except for less electrodes used, the patient was charging 2-3 times a week. The manufacturer representative checked the ins and they saw normal function when they looked at the device data.